Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that autobipolar does not switch off. No patient involvement.